Event description:
Patient called to report adverse reactions and product problems regarding mentor tissue expander saline breast implants for both the left and right breast. Patient reported that she had a double mastectomy on (B)(6) 2012 and received tissue expander saline implants in both the left and right side. She reported that on (B)(6) 2013, she was admitted to the hospital due to pneumonia, and was told by doctors that her tissue expander saline implants had ruptured and leaked causing a severe (B)(6) infection. She said she also experienced pain, suffering, discomfort, fever, nausea and cannot lay on her left side due to pain. Patient stated the infection is improving due to wound care. Patient said she had both implants removed (B)(6) 2013. She said she is still dealing with the healing infection and is very upset about this incident. She said she will send in more specific information regarding the implants and her medical care in a few weeks. She stated that her doctor and lawyer both told her the mrsa infection was caused by the tissue expander/saline breast implants.